Event description:
Philips received a complaint on the v60 ventilator indicating that the device had shutoff unexpectedly. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer did not disclose any patient information in a good faith effort (gfe) response received 01apr2026. The customer informed the remote service engineer (rse) of the device issue on 23mar2026 and requested onsite service of the device. However, it was found that the customers contract was for a different site, so no onsite service was completed and additional remote service was provided. The customer called back to an rse on 27mar2026 and reported that they had connected the device to ac power and found that it was working, but the battery was observed to be dead. The customer checked the voltages and found that the battery voltage was 12.4 volts, and the 24 volt supply was 23.8 volts dc. The rse advised that the battery may be slow charging. The customer was unable to duplicate the ac power issue. The rse advised the customer to complete troubleshooting steps per the service manual. The customer requested the power management (pm) printed circuit board assembly (pcba) part information and the rse provided it. The customer called back later on the same day (27mar2026) an rse advised trying a different power cable to see if it solved the problem. The customer responded and stated that a temporary install of a different known to be working power cord resolved the issue. The customer now believed that the faulty ac power cord was intermittently working, causing the device to run on battery until its charge depleted and the device shutoff. In the gfe response from the customer received on 01apr2026, it was provided by the customer said the ac power cord was replaced from stock that they had at their site. The customer biomedical engineer (bme) stated that they confirmed a return to full functionality by running the device on battery power, checking all voltages, performing a functional check, and checking the logs following the part replacement. The device was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.